Event description:
During the endoscopic bronchial ultrasound procedure the keyboard associated with the ultrasound processor froze making it impossible to complete the procedure. The processor was an olympus me-1. Biomedical engineering has taken care of the issue by adjusting the settings on the keyboard. The equipment has been used since this time with no problem.